Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿wear in uncemented porous and cemented polyethylene sockets¿ by ingemar onsten, et al, published by the journal of bone and joint surgery (1998), vo. 80-b, no. 2, pp. 345-350, was reviewed. The authors used radiostereometric analysis to compare wear rates between uncemented porous sockets and cemented all-polyethylene sockets in a series of 102 hips randomized for either a competitor or a charnley ogee polyethylene cup (25). Wear was evaluated in 95 hips at a mean of five years (2 to 7). All hips had a cemented, 22 mm head mono-bloc charnley stem. All results were identified with radiographic studies. The cement used in this study was manufactured by a competitor. Results: 1 periprosthetic femoral bone loss identified on serial radiographic studies-no treatment required. 1 case of dislocation with revision of the depuy femoral head. The competitor cup and charnl;ey stem were left in situ. Unknown number of charnley cups migrated and or rotated in the acetabular socket. There were no interventions or patient consequences noted with cup migration. 1 charnley cup migrated 5.0 mm that was surrounded by a 3-mm wide lucency of the acetabulum. No intervention recommended and no patient consequences reported. Captured in the complaint: charnley cup, head, and stem. There was noted identification of polyethylene wear on radiographic studies without femoral head penetration, patient consequences, or the need for surgical and/or medical intervention. "